Manufacturer narrative:
(B)(4). No further information is available. The pump is not available for evaluation. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015 with the cause of death listed as ''neuro''. Additional information was requested and it was reported that the patient had been admitted to the hospital for nausea and vomiting on (B)(6) 2015. The patient then experienced mental status changes, was intubated and transferred to the ccu. A head CT showed a large intracranial bleed. A neurosurgery consult determined the event could not be treated ("there was nothing to do") and the patient's family decided to proceed with end of life care and comfort measures. The patient expired on (B)(6) 2015.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. A correlation between the device and the reported event could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.